Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained falsely depressed alinity I tsh results for multiple samples. The following results were provided: sample ID (B)(6): alinity <0.01 miu/l and edta sample 0.415 miu/l;new sample on architect 0.45 miu/l. Sample ID (B)(6): alinity 0.052 miu/l and dry tube 2.335 miu/l; architect 2.116 miu/l. Sample ID (B)(6): alinity <0.01 miu/l and architect 0.38 miu/l. No adverse impact to patient management was reported.

Event description:
The customer provided an additional falsely depressed result. Sample ID (B)(6) : 0.262, 1.103 and 1.344 miu/l no adverse impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. A review of tracking and trending did not identify any trends for the complaint issue. Accuracy testing was performed using a retained kit of lot 08232ui00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified alinity I tsh reagent 200t lot 08232ui00update 04jun2020: section b5: the event description in section b5 was updated to include an additional discrepant result provided by the customer.